Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) of the viewing station of the imaging system was functioning as designed. The representative reported that the power line was disconnected. The surgeon at the site was trained on the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the uninterruptible power supply (ups) of the viewing station of the imaging system was beeping. There was no patient present when this issue was identified. No additional information was provided.